Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The consumer reported that an out of regulation (oor) message was seen on the patient¿s programmer. It was further reported by the manufacturer representative (rep) that the patient only reported seeing the oor and assumed the patient was trying to adjust amplitude but wasn¿t certain since it was unknown if there were any trauma or falls related to the issue. It was noted that the implantable neurostimulator (ins) was on and functioning, but output may be slightly lower than programmed. The rep stated they believed the patient had access to change parameters. Additional information received from the rep reported that the patient¿s companion called them on (B)(6) 2016 and left a message stating an oor message was seen on the patient programmer. The patient also had called their doctor, but they didn¿t know what it was. Prior to the rep responding back, they called technical services to see if there was a way to reset the battery out of oor with the patient programmer. The rep called the patient back on the same day where they stated they had called patient services, but they were unable to help. It was stated they walked the patient over the phone to see if they could clear the oor with their programmer. The patient was able to access the home screen to turn the battery on and off but was unable to increase or decrease stimulation without consistently getting the oor message. The rep scheduled to see the patient at their primary care physician¿s office with the approval of both the primary care and managing physicians. They interrogated the battery and impedance was normal. They went through the protocol of using the clinician programmer to turn off and on the battery and then lower the voltage as instructed by technical services. This cleared the oor. The rep interrogated the battery multiple times and the oor message never came back up. They had the patient do the same thing with the patient programmer, and they were able to repeatedly do this without getting the oor message. The patient was able to make adjustments to the voltage as they were previously doing without difficulty. They were getting good therapy and had no other issues. The patient is scheduled to see their managing physician in (B)(6) for a follow-up. The patient was implanted for parkinsonian tremor and movement disorders. Additional information was received from a patient via a manufacturer representative (rep). It was confirmed that the patient saw an out of regulation (oor) message about a month prior to this report and it was successfully cleared by the manufacturer representative (rep). It was then stated that the oor message appeared again on the day of this report. Again, the rep was able to the message, but it kept appearing when the patient was trying to make adjustments. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.